Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported motor fault, apnea interval, high positive end expiratory pressure, high peak inspiratory pressure and low minute ventilation on the vela ventilator. The customer confirmed there was no patent involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 & h10 results of investigation: vyaire medical received the device for evaluation. Visually inspected vela printed circuit board assembly, found no signs of misuse or damage. Installed printed circuit board assembly on to a known good vela test fixture and connected unit to ac power. Powered unit into user mode, where the unit would not ventilate and alarm the following: apnea interval, high positive-end expiratory pressure, high peak inspiratory pressure and low minute ventilation. Cycled the power into service mode and reviewed of the events log showed alarm apnea interval, low minute ventilation and trasducer fault occurred. Performed transducer calibrations as described in the vela ventilator systems service manual. The reported complaint was confirmed through the events log and duplicated during functional check. Transducers pt800 (turbine differential transducer) and pt801 (exhalation pressure transducer ) have failed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.